Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain at the ipg site especially when sitting down. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.